Event description:
It was reported that pt had ectopic bone growth after tlif with infuse bone graft. A revision surgery was perrormed. The co is still investigating. It is unknown if the infuse bone graft contributed to the reported event.

Event description:
It was reported that approx 6 months after minimally invasive tlif at l5-s1 with competitor's cage and infuse bone graft supplemented with posterior fixation, pt developed sciatic pain. A myelo and CT showed bone in the foramina. A reoperation was performed approx 8 months post op to remove the ectopic bone and fuse l4-s1. The ectopic bone was noted to be a round area surrounded by an "egg shell of bone" extending into the foraminal area. The lab reported the tissue to be normal bone. The pt is o.k. It is unk if the infuse bone graft contributed to the reported event, but we are filing this MDR out of an abundance of caution.